Event description:
During a routine hemodialysis treatment, a reported pt blood loss of 210 cc occurred. It was reported that the nurse wanted to administer a saline bolus to the pt but was unable to get the saline to flow. After about 5 minutes of attempting to administer saline, a venous pressure low alarm occurred. It was determined that the disposable set was clotted. The treatment was discontinued without rinseback of the pt's blood resulting in the reported blood loss. No medical interventior. Required.